Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. Additional patient codes: (B)(4).

Event description:
On (B)(6) 2017, the reported contacted animas alleging that the patient experienced a blood glucose (bg) of 501 mg/dl with trace of ketones, confusion, polyuria and polydipsia associated with an alleged site/set/cartridge issue. Reportedly, the patient remained on the pump and received phone advice from their health care provider. The patient also received insulin via the pump and insulin via injection. During troubleshooting with customer technical support, the patient stated that they woke up in the morning with high bg¿s of 387 mg/dl and it went over 500 mg/dl. While the patient was on the phone, the bg leveled to 122 mg/dl. It was noted that the patient's basal rates were adjusted. The patient stated that the bg¿s may be high due to the stress of moving. The patient also stated that they thought the cartridge was faulty because when the cartridge was changed, the bg¿s started to level out. This complaint is being reported because the patient experienced hyperglycemia associated with an unknown specified cartridge issue.